Event description:
It was reported to boston scientific corp that a combo cath wire-guided cytology brush was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, the device was tested/prepped prior to use; however, during the procedure the brush would not retract back into the sheath. The device was removed from the scope fully out, but no scope damage was noted. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).